Event description:
Doctor reported that an acl/pcl surgery was performed in 2006; initially, post-op, the patient did well. However, at 6 weeks, noted to have recurrent laxity of acl. In 2007, surgeon explored tibia tunnel and noted significant lysis within the tunnel. Tunnel also filled with what appeared to be a mucinous/necrotic type of debris; none of which went to pathology. Also, there were no visible fragments of the calaxo.

Manufacturer narrative:
No product is being returned for evaluation.